Event description:
The customer reported that the 9900 system camera was out of alignment outside of a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The beam was aligned during the service call. The system was tested and found to be working as intended and put back into service.